Manufacturer narrative:
D9, g3, g6, h2, h3, h4, h6, h10 a replacement glidescope video baton quickconnect large and a glidescope core quickconnect cable were provided to the customer and both the glidescope video baton 2.0 large and glidescope core smart cable used in the procedure were returned to verathon for evaluation. Both devices were found to have issues. A verathon technical service representative evaluated the returned glidescope core smart cable and the intermittent image issue was confirmed. The hdmi connector was corroded. The verathon technical service representative determined that the reported intermittent image issue was caused by the corroded connector. Since the customer had already received a replacement glidescope video baton quickconnect large and a glidescope core quickconnect cable the returned devices were scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blade.

Manufacturer narrative:
Corrected data - and attaching supportive document. A replacement glidescope video baton quickconnect large and a glidescope core quickconnect cable were provided to the customer and both the glidescope video baton 2.0 large and glidescope core smart cable used in the procedure were returned to verathon for evaluation. Both devices were found to have issues. A verathon technical service representative evaluated the returned glidescope core smart cable and the intermittent image issue was confirmed. The hdmi connector was corroded. The verathon technical service representative determined that the reported intermittent image issue was caused by the corroded connector. Since the customer had already received a replacement glidescope video baton quickconnect large and a glidescope core quickconnect cable the returned devices were scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blade.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event, and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would go out, which the customer attributed to a loose connection between the baton and cable. No delay in the procedure, use of a backup device, or harm to the patient, or user was reported.